Event description:
It was reported that during testing conducted at the user facility, the device sparked when plugged into an outlet. No medical intervention and no adverse consequences were reported with this event. There was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document that the customer has declined servicing the device. Device not returned.

Event description:
It was reported that during testing conducted at the user facility the device sparked when plugged into an outlet. No medical intervention and no adverse consequences were reported with this event. There was no patient involvement and no delay to a surgical procedure.